Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to test her blood glucose because her onetouch lancing device had a cocking control issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue 2 weeks prior to contacting lfs. The patient reported she takes humalog insulin pump to manage her diabetes. The patient reported in response to the alleged issue she increased her dose of medication every hour by 2 units of humalog insulin. The patient reported 1 day after the alleged issue occurred she developed symptoms of being "irritable, had dry mouth, and frequent urination." The patient denied receiving any medical intervention in response to the symptoms. At the time of troubleshooting, the cca note that the alleged issue occurred prior to the lancing device being fired. The patient reported the lancing device was in use for a couple of years and there was no misuse of the device. The cca reviewed the patient¿s technique but the alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported she was unable to test due to the alleged issue, and developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.